Manufacturer narrative:
Retention samples from the same lot were visually inspected for any broken and/or cracked vials. All results were satisfactory. Review of the batch history record did not identify abnormalities as related to this issue. Although bd is unable to confirm any issues that would have contributed to this event, we will continue to closely monitor this type of issue. Bd will continue to educate the customer concerning proper handling of bactec bottles and any breakage that may occur.

Event description:
A phlebotomist picked up two blood culture bottles to take them to another room to draw a patient. One of the bottles seemed to collapse in his hand. The tech instinctively gripped tighter, resulting in the two deep lacerations that required sixteen sutures and a tetanus shot. The bottle did not contain any blood or body fluids.